Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument wire was broken. There was no report of patient involvement.isi followed up with the initial reporter and obtained the following additional information: the surgical staff did not observe evidence of arcing of electrical energy during the surgical procedure. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing. The conductor wires were exposed. The wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.